Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs for the same patient (reference 0001825034-2017-00916/0001825034-2017-00909/01276).

Event description:
Patient underwent a revision procedure of a proximal tibial plate due to unknown reasons. No further information available.